Manufacturer narrative:
The evaluation of the system was completed by field service. The system was checked and found the compressor module, ac power input panel, system power supply, vacuum fluidics module, and the mayo tray contained bss. The affected modules were cleaned and reinstalled. The system was switched on and was unable to turn on due to a faulty system power supply. A power supply module was installed and all tests passed within specification. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in singapore reported the stellaris system shutdown by itself halfway through surgery. They changed to another system and completed the surgery with no impact to the patient.